Event description:
It was reported one week after implant the patient felt no stimulation sensation. Impedance readings were high. One week later the patient was scheduled for a revision. The extension was taken out of the ins and tested with a screening cable. The patient felt stimulation in the area where she needed it. The extension was placed back into the ins and stimulation was again felt in the appropriate areas. Impedances were measured and all were normal except for the #7 electrode which was >10000 ohms. The revision went well.